Event description:
Caller reported that an occlusion alarm occurred, but the specific alarm number could not be verified in the pump history. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. No additional assistance was necessary, and the case was closed by cts.